Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). A philips engineer spoke with the customer (aeromedicine) and confirmed that they had replaced bis device. No further information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that the equipment does not perform the bis measurement correctly. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.